Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that an infection was confirmed due to the stent graft. The physician performed an open repair where the stent graft was removed; however, the physician left the bare metal stent section of the stent graft in the patient since the bare metal stent had become part of the intima and the physician had difficulty in separating from the vessel; therefore, the synthetic vessel was connected to the remaining portion of the stent graft. No additional clinical sequelae were reported and the patient is doing fine.